Manufacturer narrative:
Analysis and results: there are no previous complaints of this code-batch. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in stock in b. Braun surgical's warehouse. We have not received any sample for analysis. Without any sample, we cannot carry out an analysis in order to take a decision. Reviewed the batch manufacturing record of this product, an internal non conformity was found but it was released into the market fulfilling usp/ep and b. Braun surgical requirements knot pull tensile strength results before releasing the product were 2.53 kgf in average and 2.47 kgf in minimum and fulfilled the requirements of the european pharmacopoeia (ep requirements: 2.24 kgf in average and 1.33 kgf in minimum). When working with silkam® great care must be taken to ensure that the use of surgical instruments, such as tweezers or needle holder, does not lead to crimping damage of the suture. Final conclusion: without samples we are not in position of studying if the affected product does not fulfil the specifications. In consequence, a proper analysis cannot be done and the case is not confirmed due to lack of evidence. Nevertheless, we take note of this incidence and if any sample is received in the future, we will re-open the case and analyse it. Please note that when no samples are received our analysis is very limited. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
If additional information becomes available a follow-up report will be submitted.

Event description:
It was reported that there was an issue with silkam suture. During the performance of an interauricular septum defect closure and tricuspid ring reconstruction, silkam usp 0 suture was used as a pericardial point to achieve better visualization of the surgical field. However, according to the customer, the resistance of the silk made its manipulation impossible, causing it to break when knotting and diminishing the surgical field.